Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
No unexpected battery out limit alarms were noted during testing. The pump passed the displacement, rewind, basic occlusion, prime, occlusion, excessive no delivery or off no power tests. The operating currents were within specification. The pump gave a button error alarm after boot up, and had intermittent button response on the esc and act buttons due to corroded keypad traces. The pump had moisture damage on all electronic assemblies. The pump also had minor scratches on the lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a broken belt clip slot.